Event description:
Product analysis was performed on returned lead. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. It was mentioned that the coil appeared to be cut with a sliced mark, indicating it was created by a surgical tool, and therefore related to the explant procedure. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted, except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator and the canted spring indentations observed on the rear end of the small front o-ring. The x-ray images of the ¿as-received¿ connection confirm an inadequate electrical connection between the ipg canted spring and lead connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly in the returned portion of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. However, there is evidence of inadequate lead pin insertion at one point in time, which could potentially prevent delivery of intended therapy. No other relevant information has been received to date.

Event description:
The patient had their generator and lead explanted, and the suspect device was returned to the manufacturer. The generator and lead explant were not related to the reportable high impedance incident and were explanted due to the patient receiving a therapy dog and no longer desiring vns therapy. Generator analysis confirmed that the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Per data dump, the impedance changed from high impedance to high impedance on the date of explant. There were no performance or any other type of adverse conditions found with the pulse generator. The lead analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Additional information was received from the physician indicating that he believed the cause of the high impedance was fibrosis at the electrode site.

Event description:
A physician reported that one of his patients was having high impedance on a system diagnostic test, but that he was still perceiving stimulation. Additional information was received indicating that the patient's settings had remained constant for almost 8 months. The impedance values had previously been at the high range of normal limits. The patient's device was left programmed on after the high impedance was identified and no known surgical intervention has occurred to date.